Manufacturer narrative:
The device was returned as part of the asset return process, in addition to foreign material in the nozzle due to insufficient cleaning, the additional findings are as follows: due to a pinhole on the channel tube, water tightness was lost; adhesive on the bending section cover had a white-clouded area; due to clogging of nozzle, water removal ability did not meet the standard value; protector of universal cord on suction connector side had a scratch; image guide protector had a scratch; adhesive around objective lens was peeled and had a white-clouded area; adhesive around light guide lens is peeled and had a white-clouded area; and connecting tube had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis lucera colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was clogging of the nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and definitive root cause of the issue could not be determined, as there was no device deformation that could contribute to the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of user handling/insufficient cleaning/reprocessing. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system inspection of the endoscope ¿9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. Inspection of the objective lens cleaning function inspection of the water feeding function ¿1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.